Event description:
Leg of walker broke off during use and end user fell. She sprained her right ankle and bruised some ribs.

Manufacturer narrative:
One of the legs of the walker broke and the end user fell onto carpeting. She suffered a sprained ankle and bruised ribs as a result of the fall. An air cast was applied to the ankle. She has a history of stroke, right sided weakness, and recently had a kidney removed. The sample was returned and evaluated. There is an uneven wear pattern on the tips of the device and the outside edges of the tips are rounded. The tips on the rear legs are more worn and do not have the same wear pattern as those on the front of the device. This suggests the walker may have been dragged during use. As weight is being applied while the device is being dragged, it results in an unevenly distributed load on the device. Under this condition, the rear legs ultimately support more weight at the time of use. This is the most likely cause of the reported incident. The hardness and thickness of the metal were found to be within specification. No mfg defect was identified. We have determined that no corrective action is indicated at this time.